Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture with residue/debris, inside a microcentrifuge vial. Visual inspection found the optic and haptic torn and residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.50/1.00/91 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed and replaced within the same surgery and the problem resolved. There was no patient injury. Cause of event was reported to be user error.